Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that when clipping the cystic artery, the clip applier placed a scissored clip. The case was completed with the same clip applier and with no pt consequence.